Event description:
A low glucose reading issue was reported with the use of the Abbott Diabetes Care (ADC) device. The customer received unspecified low readings on the ADC device compared to readings obtained on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced a loss of consciousness and was taken to the hospital where they had contact with a healthcare professional(HCP) who provided unspecified treatment. ADC customer service attempted to contact the customer to obtain additional information regarding the medical event but was unable to reach the customer. There was no report of death or permanent impairment associated with this event.Reportedly, an ADC Device reading of 3.2 mmol/L was compared to a reading of 10.00 mmol/L obtained on a competitor brand meter. When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.